Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the enhanced full-height cubie drawer 5 on the main unit was intermittently failing when attempting to pull medications. A field service engineer observed no failures upon arrival at the station, and diagnostics showed the drawer correctly registering open and closed. Event viewer logs only showed user-initiated failure messages. Based on the customer¿s report, the latch sensor and inseparable latch were replaced. During testing, slamming the drawer forcefully sometimes triggered the error device command failed with reply code: busyinitializing. This error occasionally appeared multiple times after a single drawer close and affected the green display bar in diagnostics, though the position inches updated correctly. Temporary replacement of the drawer controller, pyxibus module, and position sensor did not resolve the issue. Testing with the rowboard cable unplugged also reproduced the error. The issue only occurred during forceful drawer closures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure and did not register as close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.